Event description:
This ra lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2012 states that the lead has a high threshold. No patient adverse effects reported. Rep was working with (B)(6) health care provider. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).